Event description:
It was reported that backup vvi mode was observed on the implantable cardioverter defibrillator (ICD) after a magnetic resonance imaging (MRI) scan was performed without appropriate programming. A device restoration was completed successfully. The patient was stable.

Event description:
New information received notes the patient was asymptomatic during the event, but high voltage therapy was disabled prior to restoration.

Manufacturer narrative:
Section e: additional information: the patient's physician was dr. (B)(6).